Manufacturer narrative:
Unit alarmed unexpected restart after battery change due to faulty connector interface board. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming unexpected restart after changing the battery. The customer had to reset everything. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.